Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 309, 98, 202, 27, 124 mg/dl, tests were done within 10 minutes with a difference of 80%. Pt did not experience any adverse events. No further info has been reported.